Manufacturer narrative:
(B)(4). Device evaluated by MFR: promus premier ous mr 20 x 4.00mm stent delivery system (sds) was returned for analysis. Stent not returned. Stent separated from sds. The balloon was reviewed. There was no stent on the balloon. The balloon folds were evident and crimp markings were evident on the exposed balloon wall. It did not appear that the balloon had been subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Event description:
Reportable based on analysis completed on 31-jul-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous left circumflex artery. A 20 x 4.00 promus premier¿ drug eluting stent was then advanced but failed to cross the lesion despite several attempts. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent detachment.